Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, and when malfunction returned, pump was confirmed to be under warranty and was scheduled for replacement, customer planned to use multiple daily injections as backup insulin therapy, and customer received instructions for pump reset, storage, shipping, and return.